Manufacturer narrative:
Eval summary: in general, polyethylene fracture could be attributable, but not limited to a number of factors such as pt weight, activity level, implant selection and placement. However, without additional info, the exact cause of failure cannot be conclusively determined at this time. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to instability issues. The x-ray looked fine. The poly was broken off the post of an lcck articular surface.